Event description:
The customer reported odor/smoke/haze during the cycle. There were no reaction or symptoms reported. The asp field service engineer (fse) came to the facility to assess the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse replaced the oil mist filter. This issue has been addressed with a customer letter related to correction & removal.